Event description:
It was reported that the customer received erroneous sensor readings of 80-90 mg/dl, causing the insulin pump to threshold suspend, and his blood glucose was 450 mg/dl when he woke up. The sensor was still giving a low reading. Insertion techniques and timing of blood glucose entries were discussed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.